Manufacturer narrative:
An event regarding fracture involving an omnifit stem was reported. The event was confirmed. Method and results: device evaluation and results: the femoral stem trunnion fractured in fatigue with the origin on the lateral side. An intergranular corrosion process was apparent within the stem trunnion at the taper interfaces. The associated grain boundary separation and cracking likely resulted in the observed fatigue fracture. The stem material was consistent with the astm f75 cocomo casting alloy. No material or manufacturing defects were observed on the part features examined. Medical records received and evaluation: if the (B)(6) 2015 revision was the second revision, it is possible damage to the lateral trunnion at the first revision in which the stem was retained may have resulted in an initiation site for the subsequent fatigue fracture in this patient. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. Device history review: there were no reported discrepancies. Complaint history review: there have been no other events for the referenced lot. Conclusions: the investigation concluded that stem fractured in fatigue. Review of the provided information by a consulting clinician indicated that damage to the lateral trunnion retained by the stem during the first revision may have resulted in an initiation site for fatigue fracture. There is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation.

Event description:
Patient was simply walking and implant broke. Original stem implanted 15 years ago was revised on (B)(6) 2015 (along with head and liner implanted in 2012). The cup implanted in 2012 remained in the patient.

Event description:
Patient was simply walking and implant broke. Original stem implanted 15 years ago was revised on (B)(6) 2015 (along with head and liner implanted in 2012). The cup implanted in 2012 remained in the patient.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.